Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 149 mg/dl at the time of incident. Troubleshooting found that a bolus was not recorded in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 15 or unexpected power shutting off/rebooting was noted during testing. The pump was programmed with a test guardian 2 link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the sensor glucose value of 135 mg/dl properly on the display graph. No unexpected sensor glucose value errors occurred. The pump sensor feature was working properly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.